Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2011; 5568-53 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that there was noise on the right atrial (ra) and right ventricular (rv) leads. There were several high rate non-sustained tachycardia (nst) episodes. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) was at end of life (eol) and did not meet expected longevity. It was noted that there were high pacing outputs. The device was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. High rate non-sustained episodes were recorded with apparent oversensing seen on the ventricular channel.